Manufacturer narrative:
E1 - initial reporter address: (B)(6). Device evaluated by MFR: the device was returned for analysis. The device was returned with the customer's sheath detached from device. The recommended sheath size as per pcb2cm specification for this device is a minimum 6fr. The customer's sheath was damaged at the tip of sheath. This type of damage is consistent with a blade of the returned device catching on the sheath during withdrawal. A visual examination of the returned device confirmed that the balloon had been inflated. No issues or damage was noted with the balloon material. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied. The balloon was inflated to its rate of burst pressure for 30 seconds. A vacuum was then applied, and the device deflated within 10 seconds. No issues were noted on deflation. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. A visual and microscopic examination was performed on the returned device. It was noted that one complete blade was completely detached from its blade pad. The entire blade pad remained undamaged and fully bonded to the balloon material. The detached blade was returned for analysis sellotaped to a piece of paper. For investigation purposes the blade was removed from the piece of paper. Although it was bent, the entire 20mm blade was returned for analysis. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were undamaged and fully bonded to the balloon material. No issues were noted with the tip of the device. A visual and tactile examination identified no issues along the length of the device. No issues were noted with the returned device that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a blade detachment occurred. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated three times with nominal burst pressure. The procedure was completed with this device. Upon removal, it was noted that there was no blade in the device. The sheath was removed and the blade was found in the sheath. No patient complications were reported. It was further reported that the target lesion was located in the shunt lesion and there was no consequence to the patient.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a blade detachment occurred. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated three times with nominal burst pressure. The procedure was completed with this device. Upon removal, it was noted that there was no blade in the device. The sheath was removed and the blade was found in the sheath. No patient complications were reported.

Manufacturer narrative:
E1 - initial reporter address: (B)(6).

Event description:
It was reported that a blade detachment occurred. A 6.00mmx2.0cmx50cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated three times with nominal burst pressure. The procedure was completed with this device. Upon removal, it was noted that there was no blade in the device. The sheath was removed and the blade was found in the sheath. No patient complications were reported. It was further reported that the target lesion was located in the shunt lesion and there was no consequence to the patient.